Event description:
It was reported that it was not possible to get threshold on the leads. It was suspected that the leads have pulled back due to the patient having twiddle syndrome. It was confirmed via x-ray that both leads were dislodged. It was later confirmed that the system of pacemaker device and both right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced with a leadless pacer in its place. No adverse patient effects were reported.